Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2, h3, h6, and h10. D02 - intuitive surgical, inc. (Isi) received the high resolution stereo viewer (hrsv) involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the hrsv would not turn on. The power was repaired and the ic was replaced. The hrsv was tested, burned in, and all functions were checked. A backlight calibration was also performed.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The field service engineer (fse) confirmed the left eye was out in the surgeon side console (ssc). It was noted that the vision side cart (vsc) was working. The fse replaced the high resolution stereo viewer (hrsv) ((B)(4)) and powered on the system in normal mode. The system was tested and verified as ready for use following replacement of the hrsv. Isi has received the high resolution stereo viewer (hrsv) for evaluation; however, it is still under evaluation. Therefore, the root cause of the customer reported failure mode has not yet been determined. A follow up MDR will be submitted when the evaluation is completed and if additional information is received. This complaint is being reported due to a da vinci system malfunction which could render the da vinci system unavailable for use after the start of a surgical procedure. Although the surgeon opted to continue the procedure with only one eye visible, and no patient harm occurred, if the reported malfunction were to recur, it could cause or contribute to an adverse event. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. An instrument log review was conducted, and no logs were found for the procedure at this time. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No image or video clip for the reported event was submitted for review.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer found one of the eyes was out in the surgeon side console (ssc). The customer informed the intuitive surgical, inc. (Isi) technical service engineer (tse) they rebooted the system and cycled the ssc for one minute with no change. It was noted the customer also replaced the blue fiber cable to the ssc with no change. The customer informed the tse that they confirmed the vision side cart (vsc) touchscreen had an image in both eyes. The customer continued with the case. It was requested a field service engineer (fse) follow up. The procedure was completing as planned with no reported injury. Isi followed up with the robotic coordinator and obtained the following additional information: the robotic coordinator informed that an incision of endometriosis procedure was being performed at the time of the reported issue. It was noted that the system had been checked upon powering up, and had been used previously with no errors or issues. While troubleshooting with technical support, the tse recommended the customer switch from 3d vision to 2d vision; however, the issue was not resolved. The surgeon elected to continue using the surgeon side console (ssc) with the one eye out. There was no video/image available for review. The procedure was completed robotically with no reported injury or harm.